Event description:
It was reported to philips that the system would not fluoro intermittently. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was unable to do fluro intermittently. The quote was cancelled and there was no service provided from the philips. Till date there was no reoccurrence reported. The codes were updated based on the investigation outcome.